Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "suspicion on accumulation of fluid around the implant capsule" and "possible tumor formation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported "suspicion on accumulation of fluid around the implant capsule" and "possible tumor formation." Device remains implanted. This record is for an unknown side.